Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Logfile date through (B)(6) 2016 had showed a normal power consumption. 13 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 1.0 lpm. 2 vad disconnect alarms have been logged on (B)(4) at the following times: on (B)(6) 2016 at 09:42:43; on (B)(6) 2016 at 09:45:03. These vad stops were during the initial operation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Even though the therapeutic team believes the subarachnoid hemorrhage is device related this review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient was taken to the operating room on (B)(6) 2016 for hvad lvad and rvad ECMO, chest left open at the time, chest closure and modification to va ECMO on (B)(6) 2016. On (B)(6) 2016 the providers at bedside noticed an abrupt change in the patient's neurovascular status prompting a vascular consult, at the time feet were cool and mottled, compartments were soft. The patient was only responding to painful stimuli after sedation was weaned. Obtained a CT angiogram which showed a right frontal subarachnoid hemorrhage. The neuro consult was obtained, bival on hold. There is a plan for repeat CT scan every 12 hours to assess for progression. Logfiles obtained. Heart failure team and CT surgery team continue to monitor the patient. The patient remains hospitalized. As of (B)(6) 2016- rvad support remains in place. The patient remains stable in the ICU, making slow progress. The therapeutic team believes the subarachnoid hemorrhage is device related.